Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported high blood glucose. No product lot number was reported so no qualification record review could be conducted. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of you healthcare provider." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)," and "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble."

Event description:
Patient stated that she was new to the product. She had been having issues with occlusions and device alarms, but had not retained the devices or recorded any specific information. She had to go to the emergency room with hyperglycemia, reporting that her blood glucose measurements were between 318-380 mg/dl but she did not have the exact times or any insulin history. Patient also reported large ketones. She stated that she was treated for her high bg and was released.